Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of failure to capture and brady pacing not delivered when required is a known inherent risk of the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned, because the product record reviews did not identify a product quality issue or new patient harm and the primary reported observation is addressed in product labeling.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) one day after implantation there was a loss of capture (loc) during the left ventricular automatic threshold (lvat) test that resulted in ventricular fibrillation (vf). It was noted the device delivered shock therapy multiple times to convert the rhythm. Technical services (ts) was consulted due to the patient has a history of torsades de pointes. Ts provided troubleshooting and device optimization recommendations. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information provided advised the physician elected to reprogram the device from right ventricular (rv) pacing to biventricular (biv) pacing and to turn off all biv alerts. The physician also advised there is a note in the patient's file to not perform left ventricular automatic threshold (lvat) tests going forward. The patient is currently doing fine and has not had another event. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) one day after implantation there was a loss of capture (loc) during the left ventricular automatic threshold (lvat) test that resulted in ventricular fibrillation (vf). It was noted the device delivered shock therapy multiple times to convert the rhythm. Technical services (ts) was consulted due to the patient has a history of torsades de pointes. Ts provided troubleshooting and device optimization recommendations. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information provided advised the physician elected to reprogram the device from right ventricular (rv) pacing to biventricular (biv) pacing and to turn off all biv alerts. The physician also advised there is a note in the patient's file to not perform left ventricular automatic threshold (lvat) tests going forward. The patient is currently doing fine and has not had another event. The device remains in service. No additional adverse patient effects were reported.